Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was exhibiting non-capture in the atrium. An invasive procedure to analyze the system found the ipg to have blood in the header. The physician elected to explant the ipg and atrial bipolar lead, model 4269, serial number 262598. A new ipg, model 1230 and atrial lead, model 4269 were implanted.

Manufacturer narrative:
Event conclusion cpi analysis of the ipg found that the device passed automated electrical measurements and paced and sensed normally during all tests. Initial interrogation at room temperature noted an erp battery status. This status was able to be cleared by programming. Subsequent battery interrogation indicated "good". There is a hole in the atrial seal plug (qc header) and body fluid contamination in the atrial seal plug cavity. The device passed the automated lead impedance trim test and 2 manual lead impedance tests. The lead impedance measuring circuitry operated normally during testing. The atrial output pulse was normal and passed all tests. The ipg meets specifications, therefore cpi could not confirm the allegation. The lead was not returned for analysis.